Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the implant procedure the physician had difficulty implanting the leads due to scar tissue. When the lead was pulled out, it was noted that the lead had fractured and the wire was exposed. The lead was replaced and the procedure was completed without further incident.

Event description:
The device was returned and analzyed.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed several cuts and peeling of the outer insulation layer on the lead. The lead was likely pulled and caught on a sharp object, such as an insertion needle tip.